Event description:
In clinic notes, it was reported that the patient has significant snoring and the physician spoke about the possibly of sleep apnea and vns. No additional relevant information has been received.